Event description:
It was reported that resistance was noted when removing the device from the coiled package. The device appeared to be stuck (felt sticky) to the packaging. With additional effort (minimal), it was pulled out; however, the hypotube and implant were torn apart as a result. The device was not used in the anatomy and a new device was used to complete the procedure. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported separation of the shaft was confirmed. The reported difficulty removing the device from the coiled package could not be replicated as the returned device was not returned in a condition in which the test could be performed. Based on the visual and dimensional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.